Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent. It was not reported if the patient was hospitalized for the event. The same day as event onset, the patient was treated with ceftazidime injection (1g, once daily, intraperitoneal, discontinued after fourteen (14) days) and meropenem injection (1g, every 4th day, discontinued after fourteen (14) days) for peritonitis. At the time of this report, the patient recovered from the events one day after diagnosis. Pd therapy is ongoing. It was reported the retraining on the proper aseptic technique was done. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.